Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the device speaker needed to be replaced to resolve the customer's issue. The fse stated that after a speaker replacement the devices audio functions without error. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the suresigns vm 4 patient monitor indicating the system has a speaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.